Event description:
It was reported the patient had their device put in the day prior to report and the patient did not have their hearing aid in that day so they didn¿t hear much of what the doctor was saying. It was noted the doctor set the device to 2.0 volts and told the patient they would feel stimulation for a while and later the sensation would go away. Reportedly, when the patient leaned forward they would have a burning on their pelvic floor. It was stated the patient¿s stimulation was lowered to 1.2 volts and the patient was okay at the time of report. It was noted the issue was resolved. It was later reported the cause of the event was the wire coming through the incision. It was stated the event was attributed to the lead and the lead had dislodged or migrated. It was noted the patient had a revision of their lead on (B)(6) 2013 and they buried the battery and wire deeper. Reportedly, the patient required outpatient hospitalization and recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va09nlh, implanted: (B)(6) 2013; product type lead; product ID 3093-28, lot # va09nlh, implanted: (B)(6) 2013, product type lead. (B)(4).